Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleed") in an adult female patient who had essure (batch no. 976392 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 1995, (B)(6)1996, (B)(6) 1997, (B)(6)1999, (B)(6) 2011, (B)(6) 2012), parity 6 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2011, (B)(6)2012) and kidney stones. *she experienced the injury you claim in your complaint or identified before the date of your essure placement,essure did not worsened a previously existing injury/condition. Concurrent conditions included menorrhagia since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, morbid obesity since (B)(6) 2014, stress since (B)(6) 2014, weight decreased since (B)(6) 2014, amenorrhea since (B)(6) 2014, hirsutism since (B)(6) 2014, amenorrhea since (B)(6) 2014 and menses irregular since (B)(6)2014. Concomitant products included diazepam (valium), hydromorphone hydrochloride (dilaudid) and ketorolac tromethamine (toradol). In (B)(6) 2012, the patient experienced the first episode of abdominal pain ("abdominal pain- sharp and lots of pressure"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss") and the second episode of abdominal pain ("she felt like something pinching inside; she wanted the device out/sharp and persistent pain in abdomen (sharp and lots of pressure)/sharp abdominal pain"). In 2013, the patient experienced groin pain ("groin pain"). In (B)(6) 2014, the patient experienced the first episode of feeling abnormal ("brain fog"), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches (persistent headaches, really bad)"), vision blurred ("blurry vision") and hot flush ("I experienced early onset menopause symptoms like hot flashes") with menopausal symptoms and night sweats. On an unknown date, the patient experienced coital bleeding ("excessive bleeding after intercourse"), the second episode of feeling abnormal ("pregnancy symptoms"), inflammation ("inflammation"), rash ("rashes"), hypoaesthesia ("numbness of legs and arms"), breast pain ("breast pain and tenderness"), breast tenderness ("breast pain and tenderness"), weight increased ("weight gain"), migraine ("head (migraines)"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), premature menopause ("I experienced early onset menopause symptoms like hot flashes") and pelvic discomfort ("pressure immediately went away after"). The patient was treated with surgery (hysterectomy with cervix removal and salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, coital bleeding, the last episode of feeling abnormal, dyspareunia, alopecia, the last episode of abdominal pain, inflammation, hypoaesthesia, weight increased and pelvic discomfort had resolved, the groin pain, back pain, arthralgia, dizziness, nausea, rash, vision blurred, breast pain, breast tenderness, hot flush, migraine, mental disorder and premature menopause outcome was unknown and the headache had not resolved. The reporter considered alopecia, arthralgia, back pain, breast pain, breast tenderness, coital bleeding, dizziness, dyspareunia, genital haemorrhage, groin pain, headache, hot flush, hypoaesthesia, inflammation, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, premature menopause, rash, vision blurred, weight increased, the first episode of abdominal pain, the first episode of feeling abnormal, the second episode of abdominal pain and the second episode of feeling abnormal to be related to essure. The reporter commented: she did not claimed that her allergic to nickel or she experienced a hypersensitivity reaction to nickel or any other component of essure.her essure caused or aggravated any psychiatric and/or psychological conditions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right and left fallopian tube occludes; in (B)(6) 2013: essure confirmation test (interpreted as ultrasound) and MRI (interpreted as magnetic resonance imaging) were both normal. Pelvic exam normal. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received: reporters details added. Event added as hot flushes, pressure immediately went away. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleed") in an adult female patient who had essure (batch no. 976392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 1995, (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2011, (B)(6) 2012), parity 6 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2011, (B)(6) 2012) and kidney stones. She experienced the injury you claim in your complaint or identified before the date of your essure placement, essure did not worsened a previously existing injury/condition. Concurrent conditions included menorrhagia since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, morbid obesity since (B)(6) 2014, stress since (B)(6) 2014, weight decreased since (B)(6) 2014, amenorrhea since (B)(6) 2014, hirsutism since (B)(6) 2014, amenorrhea since (B)(6) 2014 and menses irregular since (B)(6) 2014. Concomitant products included diazepam (valium), hydromorphone hydrochloride (dilaudid) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of abdominal pain ("abdominal pain- sharp and lots of pressure"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss") and the second episode of abdominal pain ("she felt like something pinching inside; she wanted the device out/sharp and persistent pain in abdomen (sharp and lots of pressure)/sharp abdominal pain"). In 2013, the patient experienced groin pain ("groin pain"). In (B)(6) 2014, the patient experienced the first episode of feeling abnormal ("brain fog"), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches (persistent headaches, really bad)") and vision blurred ("blurry vision"). On an unknown date, the patient experienced coital bleeding ("excessive bleeding after intercourse"), the second episode of feeling abnormal ("pregnancy symptoms"), inflammation ("inflammation"), rash ("rashes"), hypoaesthesia ("numbness of legs and arms"), breast pain ("breast pain and tenderness"), tenderness ("breast pain and tenderness"), weight increased ("weight gain"), premature menopause ("I experienced early onset menopause symptoms like hot flashes") with hot flush and night sweats, migraine ("head (migraines)") and psychological trauma ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy with cervix removal and salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, the last episode of feeling abnormal, dyspareunia, alopecia, the last episode of abdominal pain, inflammation, hypoaesthesia and weight increased had resolved, the coital bleeding, groin pain, back pain, arthralgia, dizziness, nausea, rash, vision blurred, breast pain, tenderness, premature menopause, migraine and psychological trauma outcome was unknown and the headache had not resolved. The reporter considered alopecia, arthralgia, back pain, breast pain, coital bleeding, dizziness, dyspareunia, genital haemorrhage, groin pain, headache, hypoaesthesia, inflammation, migraine, nausea, pelvic pain, premature menopause, psychological trauma, rash, tenderness, vision blurred, weight increased, the first episode of abdominal pain, the first episode of feeling abnormal, the second episode of abdominal pain and the second episode of feeling abnormal to be related to essure. The reporter commented: she did not claimed that her allergic to nickel or she experienced a hypersensitivity reaction to nickel or any other component of essure. Her essure caused or aggravated any psychiatric and/or psychological conditions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right and left fallopian tube occludes; in (B)(6) 2013: essure confirmation test (interpreted as ultrasound) and MRI (interpreted as magnetic resonance imaging) were both normal. Pelvic exam normal. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet and medical records- all relevant medical history, concurrent condition, concomitant medication were added,lab test, start date and stop date of product and lot number were added. Events sharp and persistent pain in abdomen, excessive bleed and pain after intercourse, pregnancy symptoms, pelvic pain. Brain fog, dizziness, nausea, headaches, rashes, numbness of legs and arms, hair loss, blurry vision, breast pain and tenderness, weight gain, headaches, menopause symptoms like hot flashes and night sweats were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.